Manufacturer narrative:
Correction: brand name: endo gia, model: egiatrs60axt, catalog: egiatrs60axt, lot no.: n5m0585kwx, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to the stomach for the creation of a sleeve there was poor staple formation, the distal staple line was incomplete. The staple line looked inconsistent on the distal end and near the superior portion of the fundus. In order to complete the case the staple line was over-sewed and applied additional hemostatic agents to reduce active bleeding. The surgical time was extended due to the device issue. The patient is alive, no injury.